Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study was performed and the physician decided to replace the catheter. During the next refill appointment, another volume issue was observed and another cap study was performed. The physician decided to explant the pump. The explant and pump replacement was on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Device evaluation: the device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification.